Manufacturer narrative:
Philips service replaced defective geo module wp kit. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4)).

Event description:
It was reported to philips that monitor boom out; geometry caused c-arm to move in both directions on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.